Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds due to a possible dislodgement were observed on the right atrial (ra) lead. The lead was revised and remains in use. No patient complications have been reported as a result of this event.